Event description:
Report received from the u.s.a. Stating that the device had exposed wires. The device was not being used during surgery. There were no injuries or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental report will be sent. Ref: (B)(4).